Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert the day after implant due to a high out-of-range pace impedance measurement of 2,273 ohms. Additional information received reported that the patient was seen in clinic and the out-of-range pace impedance measurements were not reproducible with isometrics. It was also noted that threshold measurements had increased slightly but remained stable. X-rays taken appeared normal. This ICD system remains in service; the lead was deemed stable and routine followup is planned. No adverse patient effects were reported.